Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample. The initial result was 168.8 iu/l and was reported outside the laboratory. The medical doctor in charge asked for further analysis since he did not believe the result. The sample was repeated on (B)(6) 2017 with a result of 0.100 iu/l with a data flag and on (B)(6) 2017 with a result of 0.100 iu/l with a data flag. These results were believed to better fit the clinical picture of the patient. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided. No other issues were reported by the customer. The qc on the day of the event was acceptable. The customer performed precision testing which was acceptable. The repeat testing was performed outside of the stated stability. Per product labeling, the sample is stable for three days at 2-8°c.

Manufacturer narrative:
A specific root cause could not be identified. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte. The customer refused a service visit to check the analyzer.